Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. This is an ancillary service event. Visual inspection found the reported alarm. The root cause of the f-82 alarm was determined to be a damaged central processing unit (cpu) board. No repairs have been performed at this time. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product evaluation by a service technician, a flo-gard infusion pump was found to have an f-82 alarm. No additional information is available.